Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s cgm values had been running high for two days prior to the event which was treated in insulin. On (B)(6) 2022, the patient¿s cgm displayed high with double arrows up. His daughter administered 3 units of insulin; however, the cgm continued to display high. The patient experienced shakiness while coming out of the bathroom and laid down on the bed. His daughter found him on the bed, unresponsive, and he appeared to be having a seizure. The daughter called emergency medical services (ems). Upon arrival, ems started chest compression and performed a bg which was 30 mg/dl. Ems administered dextrose and transported the patient to the hospital. It was not known when the patient regained consciousness. The patient was admitted to the ICU, treated with a glucose drip, and a head computed tomography (CT) scan was performed. The patient remained in the ICU overnight and was discharged late afternoon the following day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.